Event description:
The facility reported an infusion pump with a failure code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary:the reported condition of failure code 570 was confirmed during on-site service testing by the baxter repair technician. Inspection of the device revealed potentially depleted batteries, which were replaced and tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.